Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at 8:00pm, wearable had failed during the warmup. Upon removal of the sensor from the arm, the reporter stated that they were unable to find the sensor wire. There was redness in the insertion site (needle puncture). No treatment or medication was given prior to going to the hospital. The reporter then drove the patient to the hospital and they arrived there at about 9:20 pm. Upon arrival, the hospital staff did an x-ray however they found no sensor wire in the skin. For the redness in the insertion site, the doctor prescribed the patient unspecified antibiotics. The patient left the hospital at about 12:00 am on (B)(6) 2025. At the time of the report, the patient was doing fine and the redness seemed to be subsiding. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.